Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure to entering the patient, resistance was met while advancing the balloon catheter over the coronary guide wire. Inspection of the device revealed the tip of the catheter had separated. Reportedly no patient injury was associated with this event.